Event description:
Additional information received from the patient on 2016-07-05 reported that the bump was just due to swelling, and that there is still some leakage but a significant improvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient thought the stimulation off/on buttons were to turn the patient programmer (pp) off/on. It looked like she was turning her stimulation off and that was why the implant was not working. She turned it back on now and stated maybe it should work better. The patient was asked to clarify how the implant was not working. The patient reported that she had the implant for her bowel and she was having episodes of leakage from her bowel. Two days ago she had the implant on and wanted to increase it but today, (B)(6) 2016, her implant was not communicating and stated that she must have turned the implant off. Steps were reviewed and the patient was able to communicate with the implant. The patient also mentioned that when she turned stimulation on she felt a jolt when she had the antenna over the implant. She only felt a jolt when she had the antenna over the implant and turned stimulation on. The patient confirmed she did not feel the jolt anymore. The patient also wanted to know if she should still feel a bump from the implant. She felt the implant was still hard and bigger. She thought she would not feel it that much. The patient was going to ask the healthcare professional (hcp). The patient also mentioned she would feel stimulation but did not feel it more. The bowel leakage started within the last couple of days in (B)(6) 2016. The jolt and not communicating, which was resolved, started today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.